Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 50 mg/dl. The customer reported eating to bring the blood glucose levels back to normal. The customer also reported a broken belt clip on the insulin pump. No additional information was provided.